Event description:
During an atherectomy of sfa procedure, another manufacturer's device ((B)(4)) was being utilized through the cook sheath. Upon attempted removal, the other manufacturer's device become caught in the sheath: at which time, the hemostatic valve of the sheath became detached and the sheath was left within the pt. The device ((B)(4)), along with the sheath was fully removed from the pt by hand. The user was unable to complete the case and a second unscheduled procedure will be performed. A section of the device did not remain inside the pt's body. The pt did not require any additional procedures or experienced any adverse effects due to this occurrence.

Manufacturer narrative:
A review of complaint history, device history record, instructions for use (IFU), quality control and a dimensional verification of the returned device were conducted during the investigation. There was no evidence to suggest that the product was not manufactured per specification visual inspection of the device confirmed that the sheath separated from the check-fio assembly. There were a couple of different areas along the shaft that appeared to have undergone compressive buckling, one of which was adjacent to the flare. It was reported that another device had become stuck within the sheath during its attempted removal. The flare was also inverted, it is not clear whether this was caused by attempting to reconnect the check-flo assembly to the sheath, or if forces placed on the sheath while attempting to remove the device within the sheath caused the flare to fail/invert within the check-flo assembly. Although the flare was inverted, there did not appear to be any stretching or deformation on its edges. The sheath and device were able to be removed by hand. In addition, the IFU states to maximum diameter of the instrument or catheter to be introduced should be determined to ensure its passage through the introducer all instruments or catheters used with this product should move freely through the valve and sheath. Damage to the valve/introducer may result when the fit is tight. Detection activities have been conducted, it is feasible to suggest the bond between the sheath and check flo assembly was subjected to a force exceeding its design strength. The appropriate internal personnel have been notified and monitoring for similar complaints with continue.

Manufacturer narrative:
(B)(4). Event is still under investigation.